Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed that the sheath had separated from the inner ring. Based on the condition of the returned unit, it is possible that the sheath delaminated due to a weak or incomplete heat seal between the sheath and the inner ring. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. This a combined initial and follow-up report.

Event description:
Detailed description of event: hospital: [name]. "After a few minutes, the air leakage occurred from this device because the wound sheath is incomplete attached the green ring. Please consult with photo." Product return expected. Additional information received via email on 08jun2021 from [name]: the surgical staff did not notice the white ring break shown in the picture. The problem the surgeon encountered was that they could not establish pneumoperitoneum in surgery. No instruments were used through the device. A new device was used to complete the surgery. Patient status: "fine." Type of intervention: a new device was used to complete the surgery.